Event description:
It was reported that during an unk procedure, device could not fire. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Instrument b: batch # e5tc3u, exp date: 11/09/2013;MFR date: 12/09/08; (channel retainer). Eval summary: the analysis results found that one zr45g reload was received in good visual condition and fully loaded with staples. The reload was tested for functionality with a test instrument and it fired, cut, and formed all the staples as intended. Event could not be confirmed as device was not received for analysis. The analysis results found that the ez45g device was received in good visual condition and with no reload present. The returned device was noted to have the tube dislodged from the anvil and the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and channel retainer was found disconnected from the shroud. Although no conclusion could be reached on what caused the channel retainer to disengage from the shroud, it is possible that the device was clamped over thicker tissue than indicated causing the internal forces to increase and the channel to disengage. It should be noted that 100% inspections take place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.